Event description:
Medical record review: on (B)(6) 2008 patient presented with complicated history of back pain. The patient had never had relief of her pain s/p tlif and it was determined that the patient had a pseudoarthrosis. The patient underwent removal of her hardware from l4-s1, exploration of fusion, identification/repair of pseudoarthrosis. The patient had a posterior spinal fusion with facetectomy from l4 to s1 using titanium instrumentation, rhbmp-2/acs and local bone graft. Once the hardware was removed, the fusion was inspected for fusion. Movement was seen between the bones at l4-5 and l5-s1. The screws were upgraded at l4 and s1. Local bone graft and rhbmp-2/acs was placed in copious amounts at l4-l5 transverse processes, into the ala and then the screws were inserted. Additional bone graft and rhbmp-2/acs was placed into the left facetectomy sites. The patient tolerated the procedure well and was sent to recovery in good condition. Her preoperative pain was largely gone after the procedure. The patient was sent home (B)(6) 2008 with conditions and medication. On (B)(6) 2008 the patient was seen two and a half weeks following exploration of fusion and pseudoarthrosis. She stated she was doing well. She was using percocet and oxycontin for pain control. She stated her right leg pain had somewhat diminished following the surgery. She was trying to walk on a regular basis. X-rays demonstrated instrumentation to be well positioned. There appeared to be no evidence of instability. There was lateral bone graft present. On (B)(6) 2009 the patient was seen for recheck four weeks following removal of her hardware l4-s1 exploration of fusion and pseudoarthrosis. She reported some occasional left buttock pain. She stated it increased with sitting. She had been walking regularly close to a mile and a half. She was using vicodin for pain control. She continued to have difficulty sleeping; the ambien prescribed did little in the way of helping her sleep. The patient's wound site is well healed. There was a very small eschar over the distal side of her incision. On (B)(6) patient was seen following a traumatic fall she sustained on (B)(6). She stated she fell into a small window well landing mainly on her left side. She was brought to an urgent care center where x-rays were taken of her ankle and found to be negative of any fracture. She presented today, two days later. She reported increasing pain and swelling in her left ankle. She also reports of pain in her left knee, left scapula, and lower lumbar spine. She has bad recent revision surgery of her lumbar spine close to six weeks ago. She stated that she has been doing extremely well following her back surgery. X-rays taken of her lumbar spine demonstrated instrumentation to be well positioned. There appeared to be no evidence of loosening or disruption of her surgery. Patient diagnosis: left ankle sprain, left knee contusion, left scapular contusion, coccyx contusion, status post revision surgery. On (B)(6) 2009 patient was seen four months out after her revision surgery at l4 to s1. The patient was doing very well after the surgery and her severe right hip pain is now gone. She had some mild back discomfort at night that could wake her up in the middle of the night for which she took over-the-counter medications. She had some right leg weakness that had been there ever since her first surgery, i.e. Before her revision. X-rays taken looked excellent with good position of the hardware. No hardware loosening. Fusion was becoming solid if not solid already. On (B)(6) 2009 patient was seen for office visit nine months out from l4 to s1 posterior spinal refusion for pseudoarthrosis; patient was doing well. She still had some chronic pain issues for which she occasionally had difficulty sleeping at night, she was still much better than she was preoperatively she stared. She was playing 45 minutes of tennis at a time and this was much more activity than she could do in the past. Her x-ray seemed to show a solid fusion from l4 to s1. Her physical exam was unremarkable. It was noted that doctor thought patient¿s chronic pain was more a soft tissue issue, down in the area where the previous surgeries have been done and she had never gone to physical therapy because of financial difficulties. It was suggested she at least go to physical therapy for one visit and a good home exercise. Physician also noticed recently some right and left hip anterior locking sensation when she bent forward. This could be a labral situation or simply just muscular, it did not appear to be mechanical based on review of the x-rays taken which showed no arthritis of the hips and physical exam showing no pain with internal and external rotation of the hips. Physician suggested a therapist to teach her some stretching exercises for this. On (B)(6) 2010 patient was seen for her neck. Patient stated in 1975, she was involved in a motor vehicle accident which left her with some ongoing complaints in regards to her neck. She also had a history of migraines. She stated her neck spasms start to promote her migraines. She reported some limited rotation to the left. She stated in the early hours, she did quite well. However near the end of the day, she started to develop increasing neck stiffness and pain. She denied any upper extremity type radiculopathy. She denied any upper extremity weakness. She had been using nonsteroidal anti-inflammatories for control. Cervical x-rays taken demonstrated good overall disc height restoration seen through the cervical spine. There was, however, sclerotic changes and narrowing of the facets at c6-c7, c5-c6, and c4-c5. There was very mild anterior column spurring evident as well. Xray impression: cervical facet arthropathy. On (B)(6) 2010 patient was seen by physician one year and eight months out following her revision lumbar spine surgery from which she had done fairly well. Patient had a new complaint and that was her hip. It was actually not a new complaint as it was noted back in (B)(6) 2009 when the doctor noticed a catching in the front of her hips when she bent over. Now it is localized mostly to her right hip and she had right groin and thigh discomfort and also little right buttock discomfort. Her pain was there only when she put weight on the leg lower extremity which made her have an antalgic gait because of this right groin and proximal thigh pain. Review of her x-rays showed a solid fusion at l4-s1 and patient had healed nicely. Patient received intraarticular hip injection done with marcaine, lidocaine, and cortisone under sterile conditions and this did not provide her with any relief of her pain in that she still had pain when she put weight on that right leg and the pain would go to the groin. It should be noted that her si joint exam showed signs of positivity with pain to palpation at the right si joint and equivocal faber sign and of course pain with single leg stance on that right side. On (B)(6) 2010 patient called physician for pain medication. Patient did not want appointment. On (B)(6) 2010 patient was seen for office visit. On (B)(6) 2011 patient was seen for right leg pain. Prior to her first surgery in 2008, she had back pain without leg pain. She did very well after her first surgery for four to five months and then developed right leg pain. This was the same pattern of pain that she was experiencing. After the second surgery, she was good for one-year and then developed the exact same pattern of pain in her right leg. She described stabbing and aching discomfort with pins and needles in her right gluteal region radiating into the right lateral thigh and stabbing discomfort into the right dorsal lateral calf on the right side. She had three sessions of physical therapy, massage therapy and bracing since her most recent complaints. She had a series of three epidural steroid injections. The first one gave her three months of relief in (B)(6) 2010. The next two did not give her any relief. She did exercise with treadmill walking and swimming and basketball. Her activities are extremely limited due to her pain. It was worse when she sat, stood or walked for any period of time. She got some relief with position change. Patient assessment: right lower extremity radiculopathy and history of prior lumbar fusion l4-s1. On (B)(6) 2011 patient underwent lumbar myelogram and CT. Myelogram impression: anterior thecal sac compression at the l2-3 level and minimal focal disk protrusion suggested on the right at the ll-2 level. No significant l1-4 disk abnormality. No thecal sac impression noted at l4·s1. CT impression: right paracentral ll-2 disk herniation with broad-based l2-3 disk protrusion. No significant abnormality noted at the lower lumbar spine level. On (B)(6) 2011 was seen for evaluation low back pain and right leg numbness and tingling. Patient reported she was doing quite well postoperatively revision in (B)(6) 2008; however, approximately six months ago, began developing a return of right leg pain. She had pain in the right anterior thigh region into the anterior tibial area following more of an l4 distribution. Patient assessment: s/p lumbar fusion (x2); signs and symptoms compatible with a right l4 level radiculopathy, although she had no evidence on emg of axonal losses. On (B)(6) 2011 patient presented with increased low back pain and right leg radicular symptoms into right lateral thigh into the anterior tibial region. Patient underwent emg. Emg conclusion: normal emg/ncv screen of the right lower extremity and lumbar paraspinals. No electrodiagnostic evidence of lumbar radiculopathy, lumbosacral plexopathy and compression neuropathy. On (B)(6) 2011 patient presented with 6 month history of right low back and pain down the posterolateral right leg to the great toe. Patient was fused from l3-s. Patient underwent right l1-2 transforaminal epidural steroid injection. On (B)(6) 2011 the patient was seen for clinic visit. Patient had some lower extremity radiculopathy when she was seen in (B)(6) that resolved with a lumbar epidural steroid injection. The patient was involved in a high energy motor vehicle accident last week. Since the accident, she had re-exacerbation of her right leg pain. She was also having pain in her neck. Plain radiographs of the neck demonstrate normal bony alignment. There are multilevel degenerative changes. Low back x-rays demonstrate solid fusion from l4-s1. There is no subsidence in the hardware. Patient assessment: exacerbation of previous radiculitis; history of l4·51 lumbar fusion; and cervical strain. On (B)(6) 2011 patient was seen for pain that flared up since previous injection 6 weeks ago. Patient was feeling until motor vehicle accident two weeks ago. Patient rated pain at 8/10. Patient underwent right l1-2 transforaminal epidural steroid injection for right lumbar radiculitis. On (B)(6) 2011 patient was seen for clinic visit. Patient had history of lumbar radicular pain. It was relieved by a l1-2 right-sided transforaminal epidural steroid injection, but now she had some symptomatology in an l2 distribution secondary to central stenosis and foraminal stenosis on the left side at l2-3. In addition, she was having some worsening occipital headaches. Patient assessment: l1·2, l2-3 stenosis above the l4 through s1 fusion and occipital neuralgia. On (B)(6) 2011 patient presented with pain the left. Patient underwent left l2-3 transforaminal epidural steroid injection and bilateral occipital nerve blocks for lumbar radiculitis and occipital neuralgia for headaches since her car accident. On (B)(6) 2011 patient presented with a 12 month history of low back and bilateral leg pain. She was fused from l3-s1. Previous tfesi had helped for 3-4 months at a time with the last helping for 7 months. Patient underwent bilateral l2-3 transforaminal epidural steroid injection (tfesi) for lumbar radiculitis. On (B)(6) 2012 patient was seen for clinic visit. Patient had a history of an l4·s1 posterior lumbar interbody fusion at an outside practice. She has been seeing me for both right and left lower extremity radicular pain since (B)(6) 2010. She was injured in a motor vehicle accident that exacerbated her pain patterns. Patient had undergone a left-sided l2·3 transforaminal epidural steroid injection as well as a right-sided l1·2 epidural steroid injection. Her main complaint was the left leg today. The last injection in may gave her several months of relief. The left-sided pain was a result of the motor vehicle accident in which she was struck at a high rate of speed. Patient assessment: l1-2, l2-3 foraminal stenosis as well as disc protrusions in l2-3 and l1-2. On (B)(6) 2013 patient was seen for clinic visit for ongoing pain primarily into the left side of her low back. Her symptoms developed after a motor vehicle accident. Prior to that she was having right lower extremity radicular pain with a lesser component of left lower extremity radicular pain. She underwent an l4-s1 posterior lumbar fusion at an outside practice. She also has significant amount of posterior neck pain. This is more on the right side. It is worse with extension. Patient assessment: l1-2, l2-3 foraminal stenosis as well as disc protrusions at the l1-2 and l2-3 level; and cervical facet arthropathy. On (B)(6) 2013 patient underwent lumbar MRI for severe low back pain, bilateral lower extremity pain, lumbar stenosis, and history of prior lumbar spine fusion. MRI impression: new l2-l3 moderate spinal stenosis; stable l3-l4 moderate spinal stenosis; l4 to 81 fusion post operative changes, as described above; no definite significant lumbar spine neural foraminal narrowing, although with limited evaluation of the lower lumbar spine as described above; lower lumbar paraspinal muscular atrophy. On (B)(6) 2013 patient was seen for a clinical visit to review MRI of neck and low back. Her neck pain was persistent. She was having a fair amount of discomfort with occipital headaches. The MRI of the neck was most significant for right c4-5 facet joint arthropathy as well as mild foraminal stenosis at c3-4 and c4-5. Patient has a lot of pain when she goes from sitting to standing position. Patient had some moderate spinal stenosis above her previous fusion mass. She also had facet arthropathy at l3-4. Patient had been injured by a drunk driver and will require maintenance therapy in the years ahead. Assessment: adjacent level stenosis at l3-4 above previous l4-s1 posterior lumbar interbody fusion; l3-4 facet arthropathy; c3-4, c4-5 foramina! Stenosis; and right c4-5 facet arthropathy.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.